Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor initially powered while emitting a loud noise, displayed service code 205 (av messaging data corrupt), and then completed the power up process. Upon further evaluation, the monitor reset and would no longer power on. During investigation, there was a segmentation fault while performing the flash memory test. The cause of the power up sequence faults and code 205 is flash memory failure. The cause of the flash memory failure has been isolated to flash components (B)(6) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report an unrelated issue. During servicing, a reportable event was discovered. The monitor did not power on properly. The patient was issued a replacement monitor.